Event description:
Procedure: hemorrhoidectomy. According to the reporter: the stapler at the time of closing would not close besides the anvil side however, the green indictor appeared. Therefore, the device did not staple. An anal tissue necrosis occurred. During the procedure, the hemorrhoidal package was cut. Operative time was extended by two hours. The surgeon used the fergusson technique which is a manual technique. There was no additional blood loss and nothing fell into the patient's cavity. The patient is now well.

Manufacturer narrative:
(B)(4)